Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 30. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, fracture of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling, bleeding and fistula. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 30. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling, bleeding and fistula. No further patient complications were reported.